Manufacturer narrative:
Patient information was not provided by the customer. The technical customer service representative (ctsr) confirmed that the unexpected results were reviewed were not reported outside of the laboratory. Per the application specialist the customer is able to correct the issue by re-preparing the sample. An instrument malfunction was not identified. The reported issue was found to be caused by inadequately prepared samples. Bec internal identifier - (B)(4).

Event description:
The customer reported unexpected cd34 positivity on four clearllab 10c patient sample tubes requiring sample preparation to be redone. Erroneous results were generated but not reported outside of the lab. There was no death, injury or change to patient treatment.